Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 477 mg/dl with chest pain and confusion associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the pump continued to emit loss of prime warnings despite changing the cartridge from different boxes. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force. On (B)(6) at 09:19, the pump was manually suspended and manually resumed at 09:47. This was followed by 2 loss of primes with low non-zero force; deliveries resumed 09:58. A 24hrs duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed that the pump was detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.